Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measures 4.87 cm in diameter; the aortic neck is 13 - 15 mm long, 32 mm in diameter with an angulation of 75 degrees. It was reported that there was a proximal type 1 endoleak at the end of the case. The stent graft was ballooned aggressively; however, the endoleak did not resolve. This patient also had renal stenosis bilaterally due to disease. After the stent grafts were implanted the physician wanted to place renal stents but was unable to do so. It was reported that the patient presented to the ER with abdominal pain twenty-four days post index procedure. CT scan was done and showed the proximal type 1 endoleak was still present and there was sac growth from 4.87 cm to currently 6.7 x 6.2 cm. The decision was made to place a proximal endurant cuff 36 x 36 mm with intentional coverage of the left renal artery and partial coverage of the right renal artery which was the higher of the 2 renals. The right renal had perfusion after the stent graft was deployed. There was difficulty removing the delivery system of the cuff. The neck had an 80 degree angle at the top where the bare springs of the bifurcated stent graft were located. The patient had atherothrombotic disease and the aorta was irregular in shape. They could not use a reliant balloon because the contralateral side was not opened and the physician did not want to open it. After wire manipulations it was possible to remove the delivery system. Post implant the patient became acidotic and had a stroke but is doing well. No additional clinical sequelae were reported.

Event description:
Additional information was received that the patient expired due to multiple reasons; renal failure, acidosis.

Manufacturer narrative:
Results: endoleak, angulated neck. Conclusion: angulated neck.

Manufacturer narrative:
(B)(4).